Event description:
A report was received that the patient was having difficulty charging her two ipg¿s. The patient will undergo a revision procedure wherein both ipg¿s will be replaced. The leads will also be replaced for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). Model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Manufacturer narrative:
Additional information was received that the reason for lead revision was inadequate stimulation and lead migration. The patient underwent a revision procedure wherein the ipgs and cervical leads were replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was having difficulty charging her two ipg¿s. The patient will undergo a revision procedure wherein both ipg¿s will be replaced. The leads will also be replaced for an unknown reason.